Manufacturer narrative:
H3: the pump was returned and analysis identified residue and wearing of the pump gear. It was also reported that during dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H7: review of this MDR and/or additional information received indicated that a recall/notification was missing from the report and needed to be updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving 20 mg/ml of morphine at an unknown dose, via an implantable pump. The indication for use was not provided. It was reported a motor stall occurred. It was reported the pump first stalled on (B)(6) 2018 and then it recovered. The pump stalled again and was replaced on (B)(6) 2018. It was indicated the device would be returned to the manufacturer. There were no reported environmental/external/patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting were performed. It was reported the issue had been resolved at the time of the report. The patient¿s status was provided as alive - no injury. No further complications were reported or anticipated. Other medications being taken at the time of the event, patient weight, and medical history were unknown.